Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the heel warmer burst. No consequences or impact to the patient involved.

Manufacturer narrative:
Additional information: a review of the device history record (DHR) was not performed during this investigation as the lot number was not known. All dhrs are reviewed and approved by quality prior to release of product. There were no samples received for evaluation therefore an examination of the reported condition could not be made. The product is manufactured using a dispense of both solid and liquid contents into the pouch and both horizontal and vertical sealing processes. Two printed polybag liners (front and back) are lined up and sealed with the pouch artwork rotated 90 degrees such that the vertical seal bars are sealing the top and bottom of the individual pouches. Relative to the finished pouch, the top, bottom and inner seals are created using vertical bar sealers. As the machine moves the materials, the side seals are created using another bar sealer. During the sealing processes, a set of 4 pouches are formed during a machine cycle with 2 pouches from lane 1 and 2 pouches from lane 2. The materials are sealed and cut apart to make four separate pouches during a cycle. The conditions of the vertical seal bars could potentially compromise what ultimately becomes the top of the pouch seal in localized areas if the sealer bar is excessively worn, dirty, contains extra material or does not equally engage the materials in the sealing process. It is also important to note that a series of tests are performed during every lot of production. More specifically, inspections are performed to test the seal strength for both the inner seal, where the product would activate and the outer seal. A pouch with any issues would be rejected at this time and the machine adjusted. The results of the manufacturing facility investigation were able to identify the most probable cause of the reported condition is associated with the manufacturing process. A quality alert has been issued for awareness to some indicators of mis-aligned material. A corrective and preventative action (CAPA) has been opened to verify the root cause and determine actions to prevent recurrence of the issue.